Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed watchdog timeout. The customer's blood glucose was unknown. The customer explained that the number 6 appeared on the screen, and then the insulin pump reset itself. The customer was able to clear the alarm, the insulin pump reset and was able to work fine since then. The customer confirmed the issue did not result in a serious injury or hospitalization. The customer declined troubleshooting. The customer did not return the product for analysis.